Event description:
Pt reports lithium battery issue with pump last thursday. Pt was able to finish gamunex-c infusion with extra pump home health nurse had. Gamunex-c indication: nonfamilial hypogammaglobulinemia. Pharmacy did not replace device. Unknown serial number and expiration date. Unknown if adverse event occurred due to product issue. Unknown if device available for return. No further info/details or dates available.